Event description:
It was reported that during a mid-shaft femur fracture femoral nail procedure, the nail was inserted, but the sleeve would not fit properly through the insertion handle. The surgeon had to use a mallet to force the sleeve into the insertion handle to get down to the bone. This extended the procedure by approximately 30 minutes. The surgeon was able to complete the procedure. Nothing broke into the wound, nothing to retrieve. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The devices were returned and a product development event evaluation was performed. The design was acceptable and, based on evaluation of the returned parts, the complaint condition was the result of repeated hammer blows to the underside of the insertion handle that has deformed the metal into the 120 degrees antegrade locking hole. The drill sleeve fit into the protection sleeve as designed and there was no issue with that part. The protection sleeve would not pass completely through the 120 degrees hole due to deformation of metal around the edge of the hole on the underside of the insertion handle. The protection sleeve outer diameter was measured and was within drawing tolerance. The hole through the insertion handle measured within tolerance on the top, but could not be verified on the underside due to the numerous dings and dents and resulting deformation. A countersink was added to the underside of this hole during a design change to address this issue. The complaint was deemed invalid from a design standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 3 for this complaint (B)(4).